Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultrasmart meter was reading inaccurately. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2011 and obtained the following information. The patient claimed the alleged issue began on (B)(6) 2011 at approximately 4-5pm. The patient reported a blood glucose result of '120 mg/dl' with the subject meter which he claimed was high compared to his feelings/normal readings. The patient informed the mss that he manages his diabetes with novolog insulin which he self adjusts based on his meter readings and lantus insulin on a fixed dose. The patient stated he did not take any action towards his usual diabetes management routine when he received the alleged inaccurate result since he felt his blood glucose was normal. The patient claimed that within an hour of testing, he developed symptoms of "shaking, he was not able to form sentences and he increasingly became symptomatic until he passed out." He reported that his wife called the paramedics and when they arrived a short while later, they tested and got a 'low reading' on their meter. The patient could not recall what the result was and reported that the paramedic treated him with a glucagon injection at an unknown time. The patient was reportedly taken to the hospital and was released the following day. The patient could not specify what his blood glucose readings were like during the day, only that they were "normal." The patient did state that he had a couple of lower than usual readings earlier in the month of (B)(6) and reported values of '51, 49,52,71mg/dl' on unknown dates and times. The patient further stated that he went to see his doctor on (B)(6) 2011 for an a1c test and reported he was at 9.4%. The patient was also prescribed extra glucagon injections for emergency purposes. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct, and the subject test strips were unexpired and stored correctly. A quality control solution test was performed and it fell within the range printed on the vial of test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter and based on the meter results did not take appropriate action and reportedly developed symptoms suggestive of severe hypoglycemia and was treated by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k021819.